Event description:
As reported during use the adult acumen iq cuff had a significant discrepancy in pressure readings. The exact and expected values were not provided. No error messages were seen. As an immediate mitigation, the clinical team exchanged to a small cuff that they had available in their existing inventory, which resolved the discrepancy. There was no patient injury. The device is not available for evaluation per the rep.

Manufacturer narrative:
There was no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.